Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous electrode oversensed noise resulting in an inappropriate shock. The patient was hospitalized for further evaluation. A chest x-ray revealed that both the associated subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had moved. Surgical intervention was performed and the electrode was explanted and replaced without incident. The s-ICD was re-secured with sutures in the pocket and remains in service. No additional adverse patient effects were reported.